Manufacturer narrative:
Concomitant medical products: product ID: 6935m55, product type: lead, implanted: (B)(6) 2013;product ID: 5076-45, prouct type: lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.